Event description:
It was reported through the service report that the power pro needed the bushing replaced and there was fluid leaking. It is unk if there was pt involvement or if there are adverse consequences to report.